Event description:
The hospital reported that, during a case, the tidal volume was not as expected, and the unit was alarming. The anesthesia technician replaced the flow sensor module, but did not resolve the reported complaint. The anesthesia machine was replaced, and the case was finished with no further reported complaint. There was no reported pt injury. A gehc service rep performed a checkout of the equipment and noted that a flow sensor diaphragm in the initial flow sensor module was stuck to the top of the flow sensor housing, and two flow sensor diaphragms were stuck in the replacement flow sensor module.

Manufacturer narrative:
This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Ref MDR 2112667-2013-00005. The unit will continue to alarm until the flow sensor is replaced. Manual mode of ventilation is available to maintain ventilation of the pt. Flow sensors of this type are customer replaceable, are recommended for replacement after 3 months, and are warranted for 6 months. The maintenance schedule in the user ref manual states: "replace the disposable flow sensor (plastic). Under typical use, the sensor meets specifications for a minimum of 3 months." In engineering evaluation, a stuck diaphragm has been able to be reproduced by: a hard impact, such as dropping the flow sensor, or by sticking an object into the flow sensor, causing the diaphragm to stick open. If a sensor is subjected to a hard impact, it is still unlikely that the diaphragm will get stuck in the open position. This failure moe requires an impact in a very limited orientation to result in the inertia needed to force the diaphragm into the stuck open position.